Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected o2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the gasket inside the o2 sensor cable assembly. System was tested to factory's specifications.